Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: an additional PMA/510(k)# for this device is: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: the shield was dirty.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for dirty shield with the incident lot was observed. Evaluation of the customer samples was performed and embedded fm on the shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: the shield was dirty.